Event description:
On december 12, 1997 it was reported to oec medical systems, inc. That smoke was coming from the generator on an oec model 9400 series c-arm. Hosp staff reported finding smoke coming from the system. Oec field service engineer was able to diagnose the malfunction. Fse removed and replaced parts, tested/inspected and returned system to current specifications. A formal failure investigation was opened for this event. Hosp reported system was not being used. Hosp reported no adverse event, death, or serious injury.